Event description:
As reported by the health authority, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9924752) was impeded in the proximal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31638680) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgery was prolonged for about 10 minutes. Additional event information received on 14-jan-2026 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The target site was the ophthalmic artery segment. Normal degree of tortuosity was noted. The device did not appear damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: as reported by the health authority, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9924752) was impeded in the proximal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31638680) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgery was prolonged for about 10 minutes. Additional event information received on 14-jan-2026 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The target site was the ophthalmic artery segment. Normal degree of tortuosity was noted. The device did not appear damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: - do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. - if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.